Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the screen went black after 3-5 minutes due to a faulty printed circuit board. The evaluation also found the liquid crystal display screen was scratched and there was dust and stain accumulation inside the monitor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition lcd monitor had an automatic black screen after 3-5 minutes of booting. The issue was found during preparation for use for a diagnostic gastroscope. There were no delays and the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the malfunction occurred due to defect of the power supply printed circuit board. Olympus will continue to monitor field performance for this device.